Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the sales representative called to discuss a single right ventricular high impedance measurement from a few months ago of this implantable cardioverter defibrillator. The impedance measurement was of 1509 ohms and no events of any kind were stored for more than a year. Technical services discussed the measurement as a possible one-off and agreed that monitoring was recommended. In addition, it was recommended turning on alerts that are sensitive to noise. This device remains in service and no adverse patient effects were reported.